Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operative the patients right ventricular (rv) lead exhibited high thresholds and was not capturing at high output, resulting in the patient experiencing a bradycardia heart rate. A lead revision was completed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.